Event description:
New information received noted that the patient presented on (B)(6) 2019 to the hospital for a procedure unrelated to his pulse generator. During the interrogation of his pulse generator, the right ventricular lead impedance had increased and was out of range. The patient was not dependent and was only pacing at less than one percent. The physician chose to continue to monitor the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room for an unspecified reason unrelated to the implantable cardioverter defibrillator system. Upon interrogation of the device, it was noted that the right ventricular lead exhibited increased pacing threshold, complete loss of capture, and significantly increased pacing impedance. The lead sensing and high voltage impedance were otherwise stable. It was noted that the anomalies were present for a year and that pacing lead fracture was suspected. The patient was asymptomatic to the loss of capture as he did not require any ventricular pacing. The lead was to be monitored. No further information was available.